Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood collection tubes buffered sodium citrate were overfilling. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Evaluation and testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported that the bd vacutainer blood collection tubes buffered sodium citrate were overfilling. There was no report of exposure, injury, or medical intervention.